Event description:
It was reported that the stimulator showed error message/discharged battery. Prior to surgery, new ins in the box was interrogated and got a message "neurostimulator has been discharged". A different battery was used for the surgery. The battery at issue was not implanted. The battery was rechecked later that day and it stated battery "ok". The battery had not been in any abnormal conditions. No patient injury.

Manufacturer narrative:
Final analysis of neurostimulator model # 37702, serial # (B)(4), showed no anomaly found. Telemetry test results were ok; no error message was observed when the ins was interrogated. There was good stable output; all electrode pairs.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.